Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported that the subject device was presenting a b30 scope communication error during procedure preparation; however; this was incorrectly reported as the actual customer allegation was that the subject device had a b40 error during procedure preparation. Per the legal manufacturer, this issue of a b40 error is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There was no b30 scope communication error present during testing. However, a non-olympus bulb had been installed and was showing a lamp life meter reading of 200+ hours. The bulb¿s output was measuring outside of device specifications. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii xenon light source was presenting a b30 scope communication error during procedure preparation. There was no patient harm reported as a result of this event.